Event description:
It was reported that this right atrial (ra) lead was previously explanted approximately one year ago due to infection and replaced with a non boston scientific device system. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.